Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient was having an untreated infection. The patient underwent an explant procedure and patient was discharged in the hospital. Additional information was received that the location of the infection was unknown and the physician mentioned that the infection was out of state and not device related. The patient was doing well.